Manufacturer narrative:
Initial reporter received. The axiem was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The unit was left connected for seventy two hours and all port remained tracking normal throughout the duration of testing. The axiem cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable passed a continuity test with no open or shorts detected. Cosmetically, the cable is in god condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to establish communication with the axiem box. The emitter was showing unable to read port. The site reseated the cable inside the cart with no success. The axiem was showing number 8. Since no connection was made the eminterface did not provide more information. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the axiem box was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to establish communication with the axiem box. The emitter was showing unable to read port. The site reseated the cable inside the cart with no success. The axiem was showing number 8. Since no connection was made the eminterface did not provide more information. No patient was present at the time of the event.